Event description:
PICC line was being placed in right antecubital area of pt. Nicu practitioner threaded catheter and attempted to break away the plastic part of introducer - the plastic would not break easily and when needle pulled out to break plastic the catheter was severed. The pt was taken to the cardiac cath lab for removal. The catheter piece was removed successfully.